Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6206718. Medical device expiration date: 2021-07-31. Device manufacture date: 2016-07-24. Medical device lot #: 8090720. Medical device expiration date: 2023-03-31. Device manufacture date: 2018-03-31. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe had scale marking issues. No serious injury or medical intervention was reported. "I would like to report a complaint from one of our customers about the 3 ml syringe. Part number 301073 batch 6206718/8090720. The customer reports that the bars of the measurement scale have not been printed horizontally on the syringe. The syringes have not been used yet."

Manufacturer narrative:
Investigation: thirty-four loose 3ml syringes were received and visually evaluated. It was observed on all samples the scale was slightly rolled to the right but still within acceptable limits per product specification. Root cause not defined since defects were not confirmed in samples received. No corrective actions recommended since product defect was not confirmed. A device history record review showed no rejected inspections or quality issues during the production of the two provided lot number(s) that could have contributed to the reported defect.

Event description:
It was reported that bd luer-lok¿ syringe had scale marking issues. No serious injury or medical intervention was reported. "I would like to report a complaint from one of our customers about the 3 ml syringe. Part number 301073 batch 6206718/8090720 the customer reports that the bars of the measurement scale have not been printed horizontally on the syringe. The syringes have not been used yet."